Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal four tampons fell apart. She manually removed the tampon pieces. She had a vaginal exam during her annual pap smear and the doctor did not find any pieces left inside her.